Event description:
It was reported that the patient's device was powered off and a "low battery" icon message for the neurostimulator was seen on the programmer. No falls or any trauma were noted. Additional information was requested.

Manufacturer narrative:
(B)(4).